Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.